Manufacturer narrative:
Device catalog number: ult10.2-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the abdomen successfully during a percutaneous nephrostomy (pcn). After the procedure was complete and the patient was moved to the ward, approximately 20-minute, a leak was observed at the hub. The device was removed and replaced with a like device. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction: g4- date received by manufacturer for initial was inadvertently reported as 01jul2018 but was actually 28jun2018. B7:asku. H6- device codes: leak (1354). Investigation - evaluation. H6-conclusion codes: cause not established (4315). A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and trends of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate personnel were notified. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.